Event description:
Since having essure implanted in 2009, I started having migraine headaches, much heavier periods, chronic pelvic pain, muscle spasms, back pain and major fatigue. Had I been educated by my doctor about the potential side effects, I never would have had essure implanted. On (B)(6) 2015, I had a total hysterectomy to get it removed.